Event description:
It was reported that patient underwent rotator cuff repair procedure on (B)(6) 2012. During the procedure, as the surgeon inserted an anchor, the tip of the anchor fractured and had to be removed from the patient. The procedure was completed using another anchor.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant".

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.there are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, "do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, predrill, awl, or tap."